Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The reporter stated that the device broke during a surgical procedure for removal of a hallufix plate. No suitable replacement was available. The hallufix screws were removed by breaking the heads of the hallufix screws and the surgeon was concerned that metal debris was left in the patient; and operating time was prolonged. Integra has requested additional information.